Event description:
It was reported that a malfunction occurred on a demo pump, and no notable events preceded this issue. There was no reported impact to the customer¿s blood glucose level. Technical support resolved the situation by sending a replacement pump.